Event description:
It was reported that there were two ventricular high rate events recorded within 1/2 hour of each other, with no episodes since. It was also reported that the lead checks out fine with no impedance variation. Manufacturer's technical consultant reviewed egm strips and suggested that the event appears to be noise. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.